Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. X-ray was taken and showed that the patients lead is more one sided. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was disposed per hospital policy.